Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported infusion set tubing detached from hub. Issue was observed during insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.